Event description:
Patient was injected with 1.5ml of radiesse for face oval on (B)(6) 2015, she began having symptoms of cervicofacial cellulitis.

Manufacturer narrative:
Due to patient's symptoms, she was hospitalized on (B)(6) 2015. The patient was hospitalized for monitoring and control of good clinical outcome. While hospitalized, the patient had a thyroid assessment and CT scan (results not provided), and was given augmentin 1 gram twice daily for seven days. The patient also received corticosteroids and antihistamines. She was discharged from the hospital on (B)(6) 2015. On (B)(6)2015, the patient followed up with her physician and the symptoms had resolved. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.